Event description:
Additional information was received from the patient. They reported that the cause of the settings not available message and having no stimulation is that one of the four leads has failed. A tech was able to route around it to the other three leads. Issue is currently resolved.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components is the lead. Product ID 3986a lot# n460457 implanted: (B)(6) 2014 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were not getting any stimulation inside their body and the issue began yesterday. Patient stated the controller said the battery was charged and stimulation was on. During the call patient was charging their implant and the controller battery was at 70% and the implant was at 100%. Patient unplugged the recharger and got the settings not available message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.